Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the pump stopped during use of the device. The impella cp was explanted to address the issue. The patient survived the procedure.

Manufacturer narrative:
The investigation has been completed for the reported issue of pump stop. The device was returned for evaluation and confirmed pump stop. The root cause of the pump stop was determined to be biomaterial. This report is being filed as part of a retrospective review of historical records.